Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system displayed end-of-life battery status and an 'open lead' message following delivery of multiple shock therapies. Guidant received additional information that a fault code 03 and impedance > 150 ohms were indicated.